Event description:
This is report 1 of 4 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient did not require hospitalization for the event. The patient was treated with unspecified antibiotics and recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h12086 and h13g31021 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). On an unreported date at the end of 2013 , the patient experienced peritonitis. On an unknown date, heparin (dose and frequency not reported) and an unknown antibiotic were added in the bags, intraperitoneally (ip) as a treatment for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.